Event description:
A nurse contacted the baxter global technical service group to report a burnt scent coming from the homechoice machine during use. The nurse requested a swap of the machine. The technical service representative initiated the swap.

Manufacturer narrative:
(B)(4).the device was received by baxter, however the evaluation is not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the home choice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. A short simulated therapy was performed and completed successfully. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. An internal inspection of the device revealed no evidence consistent with a burning odor. The assignable cause for the burnt scent from device was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the burnt odor. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.